Event description:
It was reported that the atrial lead experienced a polarity switch due to a lead impedance less than 100 ohms bipolar. The lead remains in use and the lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: np53bp competitor pacing lead 1989 (B)(6). (B)(4).